Event description:
Customer reported a malfunction on the pump, and there were no notable events occurring prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts provided information to reset the pump and assisted the customer in resetting it, which resolved the issue as the malfunction code did not recur. Customer was instructed to continue using the pump and to contact cts if the malfunction reappeared, which the customer acknowledged and understood.